Event description:
It was reported that the patient experienced an issue in which the infusion set fell off after it accidentally caught on a door handle.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.